Event description:
The facility reported a colleague 2006 pump; software version 6.13.90, with no sound on the speaker test. This in turn, resulted in a failure to alert or alarm as intended during bio-med testing. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.